Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial/batch : (B)(6).

Event description:
It was reported that the patients leads were fractured. Imaging was not taken to confirm device issue.

Event description:
It was reported that the patients leads were fractured. Imaging was not taken to confirm device issue. Additional information was received that the patient was not getting adequate pain relief and the lead also had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility. No device malfunction was suspected.